Event description:
In the biopsy sulle, the left breast was positioned from a cc approach. The skin was prepped and draped using the standard aseptic technique. Local anesthesia was administered. A tiny skin nick was made with a scalpel. A 9 gauge brevera biopsy device was then positioned. Prefire images were obtained. However, the biopsy device was unable to fire and biopsy sampling could not be performed. An error message was present on the biopsy computer console, indicating that there is a technical issue with the biopsy equipment. The needle was removed and the computer was reset. Re-targeting was performed and a second attempt was made to perform the biopsy. The same skin nick was utilized. The needle was positioned. Targeting was performed using dbt and stereotactic guidance. Once again, however, the biopsy needle malfunctioned. The needle was able to fire. However, only a single tissue core could be obtained, which became lodged inside the biopsy device and could not be extracted and sent to pathology for histologic evaluation. No add'l samples could be obtained and the procedure was canceled. The procedure will be rescheduled on a subsequent date.